Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: upon visual inspection, one of the prongs on the tip of the device was found to be deformed. No other issues were identified on the returned device. A complete functional test could not be performed as the device was returned by itself. However the deformed tip could have caused the complaint condition. Complaint relevant dimensional analysis could not performed due to the post manufacturing damage. Based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed; no design issues or discrepancies were identified. The complaint condition could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. No damage was observed on the device that could have caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Part number: 314.090. Lot number: 23p5083. Manufacturing site: (B)(4). Release to warehouse date: 15 january 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The device was not returned. A photo-investigation was performed on the image. Upon investigating the image provided, the distal end of the holding screw is found to be deformed/distorted. However, the root cause of the deformed holding sleeve cannot be determined based on the available photo. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the holding sleeve of the pelvis system equipment was damaged and would not support the head of the 3.5mm cortex screws concomitant device reported: unknown cortex screws (part# unknown, lot# unknown, quantity 1). This report is for one (1) holding sleeve. This is report 1 of 1 for (B)(4).